Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that difficulty in crossing the lesion occurred. The 2.75x16mm promus element stent delivery system was advanced to the lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination of the device identified a break in the hypotube shaft at approximately 370mm from the catheter strain relief. In addition, the hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).